Manufacturer narrative:
A device history record (DHR) review was performed for part number: 04.211.203s, synthes lot number: 3823695: release to warehouse date: 28.jun.2011 expiry date: 01.jun.2021, manufacturing site: (B)(4): no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was performed. Reviewing DHR shows that this lot was released after complete final inspection with no detected issues regarding manufacturing procedure. This screw was released in faultless condition. For details, please see appropriate section device history. As received condition: the complaint condition is confirmed. Microscopic investigation shows clearly that all 4 locking threads at the plate are badly damaged. The treads are plastically deformed what does not allow locking the screw heads in the plate as foreseen. This led us come to the conclusion that the screws were not properly aligned during insertion. Due to the deformation / damage, it is not possible to measure the dimension / shape of the locking threads. Therefore, we classify this as handling error while insertion. A manufacturing issue can be excluded. Corrected data: due to the intra-operative events, the device was not successfully implanted. As such, implant/explant dates are not applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is unknown. (B)(4). Implant date is unknown. Explant date is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Telephone number unknown. A device history record review was requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the devices were used in the surgery for the fracture of the pelvic dorsal wall on (B)(6) 2017. Although the reported devices were supposed to be for the foot operation, by the surgeon¿s judgement, these devices were used to the pelvis this time. While the surgeon was inserting the locking screw in question (04.211.010s, 04.211.010s, or 04.211.014s) to the plate in question (04.211.203s), it was found that the locking screw in question had penetrated through the plate hole. No delay in surgery or adverse consequence to the patient was reported. All the screws were removed out of the initial incision. (B)(4).